Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Final analysis found an anomalous hybrid to be the root cause of the high current drain and premature battery depletion. No further anomalies were detected.

Event description:
It was reported that the patient's pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was stable.